Event description:
A high drain error 105 alarm was identified in the log of a returned homechoice device. This alarm occurred during night drain #5. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The alarm occurred on (B)(6) 2013 18:58:06. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This event represents an ancillary service event. The high drain error 105 was confirmed through an event history log review. The cause of this condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.